Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that the ultrafiltration (uf) pump failed on a fresenius 2008k2 hemodialysis (hd) machine after the patient's treatment. The patient completed treatment with no reported blood loss, and no indication of harm, adverse event, or medical intervention. The patient did not have any complaints or symptoms related to the reported event and no additional treatments were required. Additional patient, treatment, and machine details were not provided. Per the customer respondent, the machine was scheduled to be repaired by a technician.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. It was reported that the ultrafiltration pump was replaced and the machine has returned to service.